Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician. The biomed was not able to reproduce the reported complaint during evaluation. The console is working as intended for use and was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, the thermogard xp ivtm console ((B)(4)) displayed a tcmid:05 message during a training session. There was no patient involvement.